Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 23g x 0.75in (0.6 x 19 mm) asepto experienced defective/damaged tubing during use. The following information was provided by the initial reporter: scalp with a hole in its extension. Reported that she has no additional information and that the deviation was probably noticed during handling, before use on the patient. There is no batch or sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 23 g x 0.75 in (0.6 x 19 mm) asepto experienced defective/damaged tubing during use. The following information was provided by the initial reporter: scalp with a hole in its extension. Reported that she has no additional information and that the deviation was probably noticed during handling, before use on the patient. There is no batch or sample.